Event description:
The customer reported that the paramedics were called due to her low blood glucose of 26mg/dl. The customer stated that the bolus history showed a bolus of 25.0 units. The caller stated that she is pretty sure she accessed to bolus screen some how and pushed the down arrow on the set bolus screen and delivered 25.0u accidentally. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. Assisted the customer to run the displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.